Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient¿s spouse indicated that the patient experienced a lot of health problems after their last implantable cardioverter defibrillator (ICD) change out procedure. The patient¿s spouse reported that the patient did not receive a shock at the time of death. They believe the patient should have received therapy; and therefore, the implantable cardioverter defibrillator (ICD) system contributed to the patient¿s death.